Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between october 25-28, 2024. H11: the device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device, and there were no signs of leaking observed. The reported condition was verified. The cause of the condition was due to a user error of not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The device was leaking fluorouracil from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.